Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed. The claimed issue was reproduced during troubleshooting. According to received service report, replacement of the nozzle unit on o2 gas module solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. Nozzle units for the gas modules are articles of consumption. The plastic nozzle unit contains a valve diaphragm. The valve diaphragm, controlled by the inspiratory solenoid, regulates the gas flow through the gas module. It is essential to replace nozzle unit as specified in our device documentation to avoid failure of the device. Our conclusion is that the replaced part was the cause of the failure. However, the root cause to why the part failed has not been established as the replaced part was not returned for investigation.

Manufacturer narrative:
**Device related data quality updates only** a correction of fields # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) # was required. D1 ¿ brand name: previous brand name: servo-s. Corrected brand name: servo-s base unit. D4 ¿ version or model #: previous version or model #: servo-s. Corrected version or model #: 6640440. D4 ¿ unique identifier (UDI) #: previous unique identifier (UDI) #: missing. Corrected unique identifier (UDI) #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test with a message 'system volume too small' during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).